Event description:
It was reported an asymptomatic patient presented in clinic for follow-up after receiving a patient notifier. Upon interrogation, it was observed that the device had reached eri. On july 13, 2017 the device was estimating 4.7 years to eri. Device replacement is anticipated but no intervention has been performed. The patient was in stable condition. Additional information was requested but has not been received. No further information available at this time.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
New information received states that the device was explanted and replaced. The patient was discharged.